Event description:
It was reported that during a shift check the autopulse resuscitation system displayed a "system error-out of service" message. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned for evaluation. Visual inspection was performed and confirmed no damages. The reported issue of the platform displaying system error, out of service was confirmed during power up of the platform. When attempting to download the archive file, a fault 136 (internal parameter corrupted) occurred and a screen prompt stating that the size of the data structure was over the limit (2k bytes) was also displayed. Due to this error, the archive could not be retrieved for review. Further inspection of the device revealed that a defective processor board likely led to the observed system error observed during power up. However, a definitive root cause for why the processor board failed could not be determined based on the evaluation results.